Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure at l4-s1. It was reported that the patient presented with back pain sometime post-op. It was discovered that the screws broke bilaterally at s1. There was no evidence of trauma, subsidence, or collapse of disc space. Revision surgery has not been scheduled. No additional patient complications have been reported.